Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead warning for impedance out of range. Interrogation shows abrupt increase in impedance correlating with loss of rv capture and oversensing of noise which was confirmed during arm movement. The lead was suspect of a fracture. The lead detection was programmed off until lead revision. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.